Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer stated that their insulin pump was broken. The customer's blood glucose level was unknown at the time of the incident. When removing reservoir found that there was moisture in the reservoir compartment that smelled of insulin. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test. Reservoir was filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx insulin pump. In conclusion the reservoir does not leak.